Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous proximal left anterior descending artery. There was no vessel calcification. An unspecified 3.0mm stent was advanced and deployed. Next a 3.0x12mm nc quantum apex balloon was advanced for post dilation, however the balloon ruptured on the 1st inflation at 18 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous proximal left anterior descending artery. There was no vessel calcification. An unspecified 3.0mm stent was advanced and deployed. Next a 3.0x12mm nc quatum apex balloon was advanced for post dilation, however the balloon ruptured on the 1st inflation at 18 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.